Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device is returned in the blister tray in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been advanced into the mid nozzle and is advanced under the lens. The lens is in the lens bay. The trailing haptic is advanced under the optic. We are unable to determine the root cause for the reported complaint "implant stucked in injector". Plunger underride observed. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was stuck in the preloaded delivery system during an implant procedure. There was patient contact but no reported patient impact. A backup lens was used to complete the procedure. Additional information was requested.